Event description:
Device used in an interventional radiology (ir) vascular procedure failed, patient taken to the operating room (or) for removal. No further complications due to the device failure. Patient was undergoing an ir procedure to restore flow to the right foot/leg with surgical thromboembolectomy. The perclose closure device failed to release and was stuck in the patient. Manual pressure was held to control bleeding and a vascular surgeon was called to assist. Patient was taken immediately to the operating room where the device was removed from the left common femoral artery with no further complications.